Event description:
Event description cpi received information indicating that an invasive procedure was performed on this patient who was exhibiting sensing problems with their implantable cardioverter defibrillator (ICD).